Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported insulin leaks and air bubbles coming the reservoirs. The customer did not trust any of the reservoirs from this current lot, and requested replacements. Nothing further was reported.